Event description:
Bayer case number: (B)(4). Pelvic pain (score 6/7) [pelvic pain female], lower back pain [low back pain], muscular pain (score 4/7) [muscular pain] , headaches lasted all day and were aggravated by movement and travel. [Headache] , the patient reported low morale [low mood] , depression [depression], rumination [ruminations] , anxiety [anxiety] , increased stress [stress], restless sleep [sleep restless], nightmares [nightmares] , the patient had difficulty concentrating, particularly due to stress and fear of being in too much pain [concentration impairment] , she had become irritable [irritable] , easily angered [irascible] , she felt tired quickly [tiredness] , the patient was afraid of having sex because of the pain [painful intercourse]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (score 6/7)") in an adult female patient who had essure inserted (lot no. C68118) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cytomegalovirus serology in 2013, essential hypertension in 2003, rhegmatogenous retinal detachment in 1997 and procedural pain, hypokalemia, urinary frequency, iliac fossa pain, increased blood pressure, parity 4 and multigravida. Previously administered products included: aldomet, nisis, propanolol, fludex, indapamide, loxen, candesartan, iud nos, zomigoro, mirena, antigone, osmogel, progestogel, biperidys and voltarene. Concurrent conditions were listed as shoulder pain, breast pain, lower abdominal tenderness, adenomyosis, nausea, period pains, heavy periods and chest pain. On (B)(6)2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), back pain ("lower back pain"), myalgia ("muscular pain (score 4/7)"), headache ("headaches lasted all day and were aggravated by movement and travel."), depressed mood ("the patient reported low morale"), depression ("depression"), merycism (" rumination"), anxiety ("anxiety"), stress (" increased stress "), poor quality sleep ("restless sleep"), nightmare ("nightmares"), disturbance in attention ("the patient had difficulty concentrating, particularly due to stress and fear of being in too much pain"), irritability ("she had become irritable"), anger ("easily angered"), fatigue ("she felt tired quickly") and dyspareunia ("the patient was afraid of having sex because of the pain"). The patient was treated with antadys (flurbiprofen), spasfon (phloroglucinol, trimethylphloroglucinol), paracetamol, lutenyl (nomegestrol acetate) and kaleorid lp (potassium chloride) as well as surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered anger, anxiety, back pain, depressed mood, depression, disturbance in attention, dyspareunia, fatigue, headache, irritability, merycism, myalgia, nightmare, pelvic pain, poor quality sleep and stress to be related to essure administration. The reporter commented: according to patient¿s lawyer, she presented severe and extremely disabling symptoms immediately after the implantation of essure that could not be explained by any prior medical history. A medical expertise was requested. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2015: essure well placed. [Allergy test] on (B)(6) 2018: an allergy to cobalt, chromium, nickel and palladium was reported. Allergy to tree pollen was also reported. [Gynaecological examination] on (B)(6) 2018: the abdomen was soft, tender, sensitive in the right iliac fossa without contractures. Pain improved with urination. [Ultrasound pelvis] on (B)(6) 2015: essure well placed.; on (B)(6) 2015: the uterus was of normal in size, location, and appearance. The endometrium was normal and both ovaries were normal on ultrasound. A clear, fluid, anechoic left lateral-uterine image was found, independent of the ovary and compatible with a sessile left tubal hydatid. Essure well placed: the proximal end of the 2 devices was not in contact with the endometrium but the linear axis of the implant was located in the horn on both sides and crossed the uterotubal junction.; on (B)(6) 2017: the uterus was normal in size and appearance. Normal ultrasound. Appearance of the endometrium and both ovaries. The path of the devices corresponded to the path of the tubes, the inner ends were not in contact with the endometrium. Increase in the size of the left adnexal image, pure anechoic, measuring 37 mm (the left lateral-uterine image seen in (B)(6) 2015 measured 20 mm), all the ultrasound criteria of which are in favor of benignity and indicative of left tubal sessile hydatitis = [ultrasound scan] on (B)(6)2017: normal-appearing cervix. Normal ultrasound appearance of both ovaries. No pelvic effusion. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain (score 6/7) [pelvic pain female], lower back pain [low back pain], muscular pain (score 4/7) [muscular pain], headaches lasted all day and were aggravated by movement and travel. [Headache], the patient reported low morale [low mood] , depression [depression], rumination [ruminations] , anxiety [anxiety] , increased [stress], restless sleep [sleep restless], nightmares [nightmares], the patient had difficulty concentrating, particularly due to stress and fear of being in too much pain [concentration impairment] , she had become irritable [irritable], easily angered [irascible] , she felt tired quickly [tiredness] , the patient was afraid of having sex because of the pain [painful intercourse]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (score 6/7)") in an adult female patient who had essure inserted (lot no. C68118) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cytomegalovirus serology in 2013, essential hypertension in 2003, rhegmatogenous retinal detachment in 1997 and procedural pain, hypokalemia, urinary frequency, iliac fossa pain, increased blood pressure, parity 4 and multigravida. Previously administered products included: aldomet, nisis, propanolol, fludex, indapamide, loxen, candesartan, iud nos, zomigoro, mirena, antigone, osmogel, progestogel, biperidys and voltarene. Concurrent conditions were listed as shoulder pain, breast pain, lower abdominal tenderness, adenomyosis, nausea, period pains, heavy periods and chest pain. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), back pain ("lower back pain"), myalgia ("muscular pain (score 4/7)"), headache ("headaches lasted all day and were aggravated by movement and travel."), depressed mood ("the patient reported low morale"), depression ("depression"), merycism (" rumination"), anxiety ("anxiety"), stress (" increased stress "), poor quality sleep ("restless sleep"), nightmare ("nightmares"), disturbance in attention ("the patient had difficulty concentrating, particularly due to stress and fear of being in too much pain"), irritability ("she had become irritable"), anger ("easily angered"), fatigue ("she felt tired quickly") and dyspareunia ("the patient was afraid of having sex because of the pain"). The patient was treated with antadys (flurbiprofen), spasfon (phloroglucinol, trimethylphloroglucinol), paracetamol, lutenyl (nomegestrol acetate) and kaleorid lp (potassium chloride) as well as surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the outcomes for these events were unknown. The reporter considered anger, anxiety, back pain, depressed mood, depression, disturbance in attention, dyspareunia, fatigue, headache, irritability, merycism, myalgia, nightmare, pelvic pain, poor quality sleep and stress to be related to essure administration. The reporter commented: according to patient¿s lawyer, she presented severe and extremely disabling symptoms immediately after the implantation of essure that could not be explained by any prior medical history. A medical expertise was requested. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2015: essure well placed. [Allergy test] on (B)(6)2018: an allergy to cobalt, chromium, nickel and palladium was reported. Allergy to tree pollen was also reported. [Gynaecological examination] on (B)(6) 2018: the abdomen was soft, tender, sensitive in the right iliac fossa without contractures. Pain improved with urination. [Ultrasound pelvis] on (B)(6) 2015: essure well placed.; on (B)(6) 2015: the uterus was of normal in size, location, and appearance. The endometrium was normal and both ovaries were normal on ultrasound. A clear, fluid, anechoic left lateral-uterine image was found, independent of the ovary and compatible with a sessile left tubal hydatid. Essure well placed: the proximal end of the 2 devices was not in contact with the endometrium but the linear axis of the implant was located in the horn on both sides and crossed the uterotubal junction.; on (B)(6) 2017: the uterus was normal in size and appearance. Normal ultrasound. Appearance of the endometrium and both ovaries. The path of the devices corresponded to the path of the tubes, the inner ends were not in contact with the endometrium. Increase in the size of the left adnexal image, pure anechoic, measuring 37 mm (the left lateral-uterine image seen in (B)(6) 2015 measured 20 mm), all the ultrasound criteria of which are in favor of benignity and indicative of left tubal sessile hydatitis = [ultrasound scan] on (B)(6) 2017: normal-appearing cervix. Normal ultrasound appearance of both ovaries. No pelvic effusion. Batch number: c68118, expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-mar-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.